Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the rep said that patient's (pt) therapy is turning off and on. Rep said pt will wake up in the middle of the night and their therapy is off. Rep mentioned that they have met with pt before and pt has some contacts that are out but they programmed around them below them on the bottom of the lead. Pt just texted rep that they are still experiencing this with their controller and representative wanted to know if they could get patient a new controller. Agent asked how pt confirms their stimulation is off and rep said pt checks their handset. Caller also commented that pt keeps the implant pretty charged up. Rep went to pt's recharge chart from may 1st and saw that there were a few events that said therapy unavailable because pt's ins charge was too low. Representative confirmed that patient has high settings. Caller will talk with pt about monitoring their ins charge level more closely.